Event description:
It was reported that during follow-up, the ventricular lead exhibited a sensing anomaly, loss of capture, high impedance, and cross-talk of atrial pacing. The device was reprogrammed and the lead remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.